Manufacturer narrative:
The technician found the brake casters were worn. This bed is a rental unit and is subjected to between patient inspections which includes the pm activities. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located hill-rom service center. There was no patient/user injury reported. (B)(4).